Event description:
Laparoscopic assisted distal gastrectomy - "according to the surgeon, he found a black piece of rubber during the procedure which were later found to be a piece from the trocar seal. The device was returned for eval and found to have damaged seal."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.